Manufacturer narrative:
A2 - patient age not provided. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that on (B)(6) 2024 there were multiple simultaneous alarms including low flow, pump stop, and driveline disconnect alarms due to ventricular fibrillation; it was noted that the patient had fallen on the floor. The patient was noted to not have a history of arrhythmia prior to left ventricular assist device (lvad) implant, but they did have an implantable cardioverter-defibrillator (ICD) implanted prior to lvad implant. The patient received ventricular defibrillation by 11 ICD shocks. It was also noted that the driveline was reconnected. On (B)(6) 2024 the patient passed away due to cardiac arrest, secondary to ventricular fibrillation. No autopsy was performed, and the device was not explanted. Whether the arrhythmia or outcome was device or therapy related, was not provided. The device was noted to not have operated as expected due to the driveline being disconnected. Related manufacturer reference number: (B)(4).

Event description:
The low flow alarms were maybe attributed to the patient's arrhythmia.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed the reported alarms which were associated with two pump stops that appeared to be consistent with driveline disconnect events. A specific cause for the disconnections of the driveline could not be conclusively determined. Review of the log files also confirmed additional, transient low flow alarms. Although the account stated that the alarms might have been due to the patient¿s arrhythmia, a specific cause for the low flow events could not be conclusively determined. Furthermore, a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number mlp-034676, and the reported arrhythmia, cardiac arrest, and subsequent patient outcome could not be conclusively established. The controller event log file contained relevant events from 13feb2024 through 16feb2024. The log file captured two driveline disconnect events on 15feb2024 that were associated with various alarms, including low flow, and that caused the pump to stop each time. Following the second reconnection of the driveline, additional transient low flow hazard alarms were captured on 15feb2024. No other notable events or alarms were captured, and the pump appeared to function as intended at the set speed while the driveline was connected. It was communicated that an autopsy was not performed, and the device was not explanted for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU, rev. G, and the heartmate 3 patient handbook, rev. G, are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including cardiac arrhythmia and death, that may be associated with the use of the heartmate 3 left ventricular assist system. This section also addresses pump parameters. Section 2 of the IFU, "system operations", states "check the system controller driveline connector to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump stops. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation." Additionally, section 2 of the IFU, under "connecting the driveline to the system controller", provides instructions on connecting/disconnecting the driveline to/from the system controller and making sure that it is fully and properly inserted into the system controller socket. Section 2 of the patient handbook, ¿how your heart pump works,¿ also advises the user to ¿check the system controller driveline connector often to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump will stop. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation¿. The patient handbook also explains that the pump cannot run without power. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms. Per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 4 also explains that changes in patient condition can result in low flow. Section 6 of the IFU, "patient care and management", lists arrhythmia as a potential late postimplant complication. Section 5 of the patient handbook, ¿alarms and troubleshooting¿, and section 7 of the IFU, ¿alarms and troubleshooting¿, provide information on system alarm conditions as well as the appropriate actions associated with each condition. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed the reported alarms which were associated with two pump stops that appeared to be consistent with driveline disconnect events. A specific cause for the disconnections of the driveline could not be conclusively determined. Review of the log files also confirmed additional, transient low flow alarms. Although the account stated that the alarms might have been due to the patient¿s arrhythmia, a specific cause for the low flow events could not be conclusively determined. Furthermore, a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported arrhythmia, cardiac arrest, and subsequent patient outcome could not be conclusively established. It was reported that multiple simultaneous alarms (low flow, pump stop, and driveline disconnect) were noted on (B)(6) 2024. The controller event log file contained relevant events from 13feb2024 through 16feb2024. The log file captured two driveline disconnect events on 15feb2024 that were associated with various alarms, including low flow, and that caused the pump to stop each time. Following the second reconnection of the driveline, additional transient low flow hazard alarms were captured on (B)(6) 2024. No other notable events or alarms were captured, and the pump appeared to function as intended at the set speed while the driveline was connected. The account later reported that the alarms were thought to be caused by the patient¿s ventricular fibrillation (v-fib); however, a specific explanation for each driveline disconnect was unable to be provided. It was also noted that the patient had fallen on the floor while in v-fib. Although it was communicated that the patient did not have a history of arrhythmia prior to lvas implant, they reportedly had an implantable cardioverter-defibrillator (ICD) implanted prior to the device. The patient received 11 ICD shocks during the event and the driveline was reportedly reconnected. On (B)(6) 2024, the patient expired due to cardiac arrest. Information regarding whether the arrhythmia or the patient¿s outcome were device or therapy related was not provided. It was communicated that an autopsy was not performed, and the device was not explanted for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU, rev. G, and the heartmate 3 patient handbook, rev. G, are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including cardiac arrhythmia and death, that may be associated with the use of the heartmate 3 left ventricular assist system. This section also addresses pump parameters. Section 2 of the IFU, "system operations", states "check the system controller driveline connector to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump stops. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation." Additionally, section 2 of the IFU, under "connecting the driveline to the system controller", provides instructions on connecting/disconnecting the driveline to/from the system controller and making sure that it is fully and properly inserted into the system controller socket. Section 2 of the patient handbook, ¿how your heart pump works,¿ also advises the user to ¿check the system controller driveline connector often to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump will stop. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation¿. The patient handbook also explains that the pump cannot run without power. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms. Per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 4 also explains that changes in patient condition can result in low flow. Section 6 of the IFU, "patient care and management", lists arrhythmia as a potential late postimplant complication. Section 5 of the patient handbook, ¿alarms and troubleshooting¿, and section 7 of the IFU, ¿alarms and troubleshooting¿, provide information on system alarm conditions as well as the appropriate actions associated with each condition. No further information was provided. The manufacturer is closing the file on this event.